Manufacturer narrative:
The reported failure of vent inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device sn (B)(6), review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer received information that a customer of the trilogy evo device experienced difficulty trying to complete a software upgrade on a trilogy evo device. The customer states that a 'value' was displayed in all the boxes. The customer tried to disconnect the batteries in an effort to resolve the software upgrade issue, which then prompted a ventilator inoperative condition. The ventilator inoperative condition did not occur until the removal of the batteries. There is no allegation of serious or permanent harm or injury. The device was returned to a third-party service center for evaluation. During the inspection, the issue was confirmed, the device had a vent inoperative condition. The technician was unable to retrieve the error log. The device needs a new system printed circuit assembly (pca). No component was replaced to address the issue. The device was crushed and disposed. If any additional information is received, a follow-up report will be filed.